Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of issues with the customer's reservoir. The mother states the customer had air bubbles in reservoir. The customer's blood glucose level was 384mg/dl. The mother states she had changed everything out and the customer's levels dropped. The customer declined to troubleshoot.